Manufacturer narrative:
The device was returned and the evaluation found no malfunctions aside from the allegation reported in b5. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the telescope exhibited the tip of the objective lens was damaged. There was no patient involved.

Event description:
It was reported the user could not see anything and the image was not clear. The intended procedure was therapeutic. Additional information was requested but not provided by the customer.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was evaluated by olympus, and it was confirmed that the flat glass at the distal end is not damaged, but that the meniscus lens is displaced. Additionally, there were non-reportable (non-pae) defects noted. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the reportable malfunction occurred due to the effect of an excessive mechanical force caused by an impact or fall. The displaced meniscus lens is a result of the bent envelope tube. When bent, the meniscus is pushed forward with the entire optical system and hits the flat glass. The particles under the flat glass are also a consequence of this, as the smallest particles inside can become detached during bending. However, a specific root cause of the reportable malfunction could not be identified. Olympus will continue to monitor field performance for this device